Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an in-office primary functional endoscopic sinus surgery (fess) procedure, the 0° trudi nav suction device (tdns000z / lot# 2112140) was inaccurate. There was no report of any patient adverse event or complication associated with the reported inaccuracy issue. On 18-feb-2022, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi navigation monitor. The inaccuracy issue noted was greater than 2 mm; it was estimated to be at least 4 mm. The inaccuracy issue was determined by touching the bone inside the nasal cavity. The device was plugged in after registration. The patient tracker was not moved and the patient tracker cable was not under tension in relation to this event. A computed tomography (CT) image was used as the primary image. It was not known how many slices are contained in the CT scan. There was no ferromagnetic material placed within the trudi zone. It was not known if the crosshairs turned yellow. The emitter pad was not moved. The patient did not move and there was no other device¿s shaft in the proximity to an emitter¿s pad transmitter. Based on the additional information received on 18-feb-2022, the event has been deemed reportable as a malfunction.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-mar-2022. [Additional information]: on 14-mar-2022, additional information was received. The information indicated that the procedure was completed using curved suctions for navigation. The reported event did not result in a clinically significant delay in the procedure. The additional information also indicated that the complaint product is no longer available to be returned. H.3: it was originally reported that the device was available to be returned for evaluation and testing. However, additional information received on 14-mar-2022 indicated that the complaint device is no longer available for return. This is indicated in ¿other¿ in this section as the reason for non-evaluation. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (2112140) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, we are closing this investigation. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provide and without the return of the complaint device. The exact cause cannot be conclusively determined. However, it is possible that circumstances of the procedure and / or device manipulation / interaction during procedure handling may have been contributing factors to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.